Manufacturer narrative:
The pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device had intermittent button response due to corroded keypad traces. There was no button error alarm noted during testing. The pump was received with corroded battery tube, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner, minor scratched lcd window and missing end cap sticker. There was no moisture damage found inside reservoir compartment, electronic assembly or motor.

Event description:
(B)(6) reported via phone call of customer's having an accident and ending up at the hospital with diabetic ketoacidosis. It was reported that it not sure what happened to the customer. The pump was handed back to (B)(6) in a baggy that had 100 units of insulin in it. (B)(6) states she was trying to set up the pump, but the buttons are unresponsive. The customer's blood glucose level at the time of incident was 230mg/dl. The customer will remain in the hospital until their blood glucose levels are stabilized. The customer was advised the pump would be replaced and returned for analysis.